Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings: a review of the pump¿s black box showed evidence of a pump reboot with cs 052/054 errors. During investigation, a visual inspection of the pump showed that the battery compartment was cracked and the pump case was cracked in the lower right hand corner of the display area. The pump powered on with the returned battery cap. The battery cap measurements were found to be within specifications. The cap was able to tighten securely to the pump. During testing, a leak test confirmed a leak at the crack in the pump case. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms occurring. The pump cover was removed and there was evidence of moisture contamination found inside the pump. The complaint of intermittent power was not duplicated during the investigation. Unrelated to the complaint, investigation revealed a dim, discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was visible moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.